Event description:
It was reported by the customer that the device will not turn on/off, will not turn on. No patient involvement.

Manufacturer narrative:
The reported event of won't turn on / off was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 09/27/2018 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. There is not enough information in the file to determine if a CAPA should be referenced. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer. No product returned.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported by the customer that the device will not turn on / off, will not turn on. No patient involvement.